Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The lesion being treated was located in the non tortuous and severely calcified mid right coronary artery (rca). The 3.5x20mm quantum apex nc balloon was advanced to the mid rca, the balloon was successfully inflated to an unspecified pressure, on the second inflation to 18 atms the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received with no other devices or original packaging. There was blood and contrast in the hub, inflation lumen and balloon. The device was pressurized with an inflation device filled with water, which revealed a pinhole. The pinhole was located in the balloon wall material 19mm from the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).